Manufacturer narrative:
A follow up report is being filed as additional information was provided in a medwatch report sent from the FDA. Upon completion of the lot record review a final report will be filed. Device is not available.

Event description:
3/4 medwatch report received from the FDA explained that this valve was first implanted approximately 1.5 years ago. Since that time, dr. Found that the valve was not accurate after the initial programming and subsequent reprogramming. The patient came into the operating room with the plan of removing this valve and inserting a valve made by a different company. Dr. Stated that since the valve was malfunctioning and being voluntarily recalled by the company, the patient desired to proceed with a shunt revision. The procedure was performed without incident.

Event description:
Rep reported in a phone call that the surgeon explanted the certas valve as he was having trouble programming it externally. It was replaced with a strata valve. No other details are available. Device has not been released for evaluation as it is subject to the hospital internal review process before it can be released to the manufacturer. Rep is hopeful the device will be released for investigation.

Manufacturer narrative:
The device was not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications with no discrepancies prior to being released to stock on the (B)(6) 2012. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.